Event description:
The customer stated a false (B)(6) patient result of (B)(6) was generated on the architect hbsag qualitative assay. The sample was tested at another facility and was reactive on the biomerieux minividas method and confirmed (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97, architect hbsag qualitative, that has a similar product distributed in the us, list number 1l80, architect hbsag. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of manufacturing and testing records for architect hbsag qualitative reagent 1p97-25 lot 94206lf00 did not identify any issues. A review of customer complaints did not identify any atypical complaint activity for this reagent lot related to the issue observed at the customer's site. The current complaint is the only complaint of this nature received for this lot which is now expired. In addition, there are no adverse trends identified for the 1p97 assay in relation to the issue observed. The customer was referred to the package insert for additional information. The complaint investigation has concluded that architect hbsag qualitative reagent 1p97-25 lot 94206lf00 is performing acceptably. No deficiency was identified and no additional issues were identified during the investigation of this complaint.